Manufacturer narrative:
The technician replaced the load beam at the right head and replaced the scale board, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the bed scales do not read accurately.